Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 13-oct-2025 the clinical diabetes specialist reported that the patient was experiencing frequent hypoglycemia while using the ilet system. Contributing factors were suspected to include meal announcements and a potential need for adjusted continuous glucose monitoring (cgm) settings during daytime. Additional user training was requested. Reported symptoms included low blood glucose events consistent with hypoglycemia. The outcome included the need for troubleshooting support and assignment for additional training. No alarms were reported, and no emergency care or hospitalization occurred. Investigation included complaint intake, multiple user outreach attempts, coordination with the care team, and review of use conditions. The cause of hypoglycemia was undetermined, and further education was indicated. No device malfunction was identified. The device has not been returned. If returned, it will be evaluated, and a supplemental report will be filed.